Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, low pacing lead impedance and auto modes switches (ams) due to atrial lead noise oversensing were observed. Programming changes were made. The patient¿s condition was stable.